Manufacturer narrative:
(B)(4).

Event description:
It was reported during post implant follow-up, interrogation revealed high threshold. It was suspected the cause was lead dislodgement. It was found a nonsustained ventricular tachycardia episode undersensed followed by a couple of non-sustained episodes. The lead was explanted and replaced when lead revision was unsuccessful due to a set screw issue. The patient condition is fine.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during post implant follow-up, interrogation revealed high threshold. It was suspected the cause was lead dislodgement. It was found a nonsustained ventricular tachycardia episode undersensed followed by a couple of non-sustained episodes. Lead repositioning was unsuccessful. The lead was explanted and replaced. The patient condition is fine.